Event description:
A registered nurse (rn) contacted global technical service (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain. The rn stated that the home patient (hp) called her and the rn had no idea what the alarm meant. The technical service representative (tsr) explained the alarm. The nurse did not know what the number was after high drain. The nurse did not review the therapy log or alarm log. The nurse had no further information. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported high drain alarm. The nurse stated that everything has been going well with therapy since then. She stated there have been no new issues with the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4).the device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.